Manufacturer narrative:
The patient age, weight, gender were requested but were not provided. The device is expected to be returned for evaluation. It has not yet been received. The manufacture date, device unique identifier (UDI) and age of device are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the centrimag (cmag) primary console¿s internal battery depleted when the patient was being transported by emergency medical services (ems). It is unknown if the patient was adversely impacted by the event. Additional information was requested but not provided.